Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of event was not reported. The patient was hospitalized for the event and was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Dianeal and extraneal therapies remained ongoing. Eight days after admission, the patient was discharged from the hospital and treatment was ongoing. At the time of this report, the patient had recovered from the peritonitis event. No additional information is available.